Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving a false negative hcg result on one patient using a consult hcg dipstick test. No information on confirmatory testing was provided. Although requested, no additional information was provided by the customer. The customer reported the event on behalf of a sister facility.